Event description:
It was reported that the patient with this pacemaker presented to the emergency room (ER) due to continuing atrial fibrillation (af) with rapid ventricular response (rvr). Upon review of the device data, technical services (ts) noted that the right atrial (ra) channel had recorded a low out of range pacing impedance value, which triggered a lead safety switch (lss), including a change to unipolar configuration. Ts also noted that the lss had been triggered approximately four months earlier, and it appeared the non-boston scientific ra lead had been reprogrammed back to bipolar configuration approximately two weeks prior to the call. The ra lead was approximately 23 years old at the time of the call. Ts further noted some noise was noted on the ra channel. As all other lead values were within range, the plan was to continue monitoring. This device remains in service. No adverse patient effects were reported.